Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the device inspection result, it is possible that the endoscopic image was not displayed due to communication failure between the video system center and the camera head due to water entering through the perforation of the camera cable and destroying the electronic circuit. Perforation of the camera cable may have been caused by reprocessing or storing the device with tweezers, forceps, scalpels, etc. The instruction manual provides preventive measures against perforation of the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the camera cable was scratched and twisted. This device had previously been sent to sorc due to a crack in the camera cable, but was returned unrepaired at the request of the customer. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was not displayed due to the flooding of the image sensor of the camera head¿s main body. There was no report of patient injury associated with the event.